Manufacturer narrative:
Follow-up #3: date of submission 10/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2 hours elapsed. A discharged transmitter battery failure was determined.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a call service alarm cs 215 was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.